Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple motor error alarms during basal. Customer did not recall any significant events leading up to the error alarms. Customer also reported that the insulin pump's display was cracked. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. No unexpected audio or beep or vibration anomalies noted. Insulin pump received with cracked case at display window corners, battery tube threads, belt clip slot, minor scratches on lcd window and reservoir tube window.